Event description:
Customer reported a malfunction alarm identified as malf 9, which prompted them to perform a reset on their pump before contacting technical support. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to send a replacement pump to the customer after determining the malfunction was related to a non-resettable issue.